Event description:
It was reported that imaging performed prior to a scheduled filter retrieval identified that one filter arm had detached and was in the vena cava. The physician removed the filter using a recovery cone and used a snare to retrieve the detached arm from the vena cava. There was no report of injury to the pt. After the filter was removed from the pt, a second arm detached when the filter was removed from the sheath.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There was nothing found in the records to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The event investigation is currently underway.